Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 9 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 10 reported events are included in this follow-up record. Product return status 3 devices were received. 7 devices were evaluated in the field.

Event description:
This report summarizes 10 malfunction events in which the device had paint chips missing. - 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 2 devices were received. 7 devices were evaluated in the field. Event confirmation status: 9 reported events were confirmed. Evaluation results: 9 devices were found to be affected by missing paint chips. 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes 9 malfunction events in which the device had paint chips missing. 9 events had no patient involvement; no patient impact.